Event description:
It was reported that the right atrial (ra) lead was attempted, not implanted. The lead was positioned in the atrium and the helix was extended with no issue. There was poor sensing in this position, so the helix was retracted. The lead was then repositioned and the helix attempted to be extended. After several attempts it was reported that the helix would not extend, so a decision was madeto use another lead. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.